Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction reoccurs.